Event description:
The patient underwent successful angioplasty and stenting to treat the proximal right middle cerebral artery (mca). There were no technical complications associated with the procedure and the patient recovered from the anesthesia without difficulties. It was reported that later in the evening (day of procedure), the patient experienced high blood pressure but pupil ¿detection¿ appeared to be normal. A CT scan revealed hemorrhage and mydriasis, location unknown. The patient underwent a craniotomy performed. The physician stated that the patient¿s outcome was unrelated to the devices used in the procedure, and he believed that the patient¿s hemorrhage was due to a hyperfusion injury.

Manufacturer narrative:
Addt'l MFR. Narrative: the procedure was an angioplasty followed by stenting procedure and not a coil embolization procedure as previously reported.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material assembly and performance specifications prior to release. The reported event has been confirmed based on the information provided by the user facility. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Hemorrhage and patient outcome of death are known and anticipated complications associated with coil embolization procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent successful angioplasty and stenting to treat the proximal right middle cerebral artery (mca). There were no technical complications associated with the procedure and the patient recovered from the anesthesia without difficulties. It was reported that later in the evening (day of procedure), the patient experienced high blood pressure but pupil ¿detection¿ appeared to be normal. A CT scan revealed hemorrhage and mydriasis, location unknown. The patient underwent a craniotomy performed. The physician stated that the patient¿s outcome was unrelated to the devices used in the procedure, and he believed that the patient¿s hemorrhage was due to a reperfusion injury.

Event description:
The patient underwent successful angioplasty and stenting to treat the proximal right middle cerebral artery (mca). There were no technical complications associated with the procedure and the patient recovered from the anesthesia without difficulties. It was reported that later in the evening (day of procedure), the patient experienced high blood pressure but pupil ¿detection¿ appeared to be normal. A CT scan revealed hemorrhage and mydriasis, location unknown. The patient underwent a craniotomy performed. The physician stated that the patient¿s outcome was unrelated to the devices used in the procedure, and he believed that the patient¿s hemorrhage was due to a hyperfusion injury.